Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller stated the patient had been feeling stimulation around 3-4v, but now they aren't feeling anything even up to 8v. The caller clarified that the patient uses system subthreshold so the patient couldn't remember when they stopped feeling stimulation, but they noticed their pain return and lack of relief. The caller stated the patient had multiple falls prior to the change in therapy. The caller initially ran an impedance at 0.7v which showed contacts 1 and 3 over 10k ohms, but had them run impedance again which resulted in the following in ohms: 0-1 8270, 0-2 5841, 0-3 8496, 1-2 7602, 1-3 10506, 2-3 5470. The patient was originally programmed on 0+ 1- 2- 3+ and group impedance was greater than 4k ohms. The caller had removed contacts 1 and 3 from the programming, but reviewed the patient will likely not get any stimulation from any contacts given the impedances. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
Correction: upon review (B)(4) applies to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient has called multiple times and is scheduling an x-ray. The rep stated that is all the information they have at this time. No further complications were reported or anticipated.